Event description:
(B)(6) in customer service states, the provider advised that the bearings are bad. Provider states, the chair was sold in 2014, provider was advised will need to send in proof of sale.